Event description:
It was reported that the patient¿s left ventricular (lv) lead was explanted and replaced for unknown reason. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.